Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 30 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reports the patient's excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.